Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rtt acl fibertag® tightrope® implant was received for investigation. Visual evaluation noted that the blue tagging suture had broken and detached from the tape tag area of the suture. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the device was found to function as required. No additional functional testing was completed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force being used when tensioning the tagging suture. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the implants tore during an anterior cruciate ligament surgery. The torn implants were removed from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.